Event description:
The pt was scanned on this mr system with the synergy body coil with their head first into the magnet. The coil was positioned at his hips with the coil cable routed along the right side of the pt thigh separated by the clothing only. At the end of the examination, the operator noted that the coil cable felt warmer than normal. The pt did not complain of any discomfort during the exam. The next day the pt called the hospital to report he had gone to an ER due to a 2nd degree burn on his leg.

Manufacturer narrative:
The body coil was placed around the hips with no padding used to separate the coil cable from the pt. This means that insufficient distance was kept between the coil cable and the pt. In the log files several scans with high sar values were observed that may have been contributed to the burn. Therefore, the heating was most likely caused by unwanted rf interference. Such interference is hard to predict because with rf interference many factors play a role. I.e., the position of the pt in the bore, the condition of the pt, the position of the coil in the bore, the position of the coil and cables related to the pt, the scan techniques used, and etc. This can result in the same coil contributing to an rf burn in one examination but will not lead to a burn in many other examinations at the same site. The instruction for use already contains extensive warnings related to coil and cable positioning. Note: the indicated importer has received FDA exemption number, (B) (4) to submit one FDA form 3500a to satisfy both improrter and MFR for the same event.